Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, failed flow rate accuracy four times was not reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was sent for flow accuracy testing and passed with error percentage within the acceptable tolerance range of -5% to +5%. The reported condition was not verified . The pressure plate travel will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate accuracy four times. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a review of the event history log was performed for the last days of customer use as no event date was provided. An infusion with a rate of 40 ml/hr with a vtbi of 20 ml was identified, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion without interruption or abnormalities. Should additional relevant information become available, a supplemental report will be submitted.